Event description:
Patient status post laparoscopic abdomino perineal resection with colostomy, partial vaginectomy, cystoscopy, bilateral ureteral stent placement and stent removal and jackson pratt drain placement on (B)(6) 2026, on (B)(6) 2026 the surgeon attempted to remove the jp drain at the bedside but the tubing on the drain broke and remained in the pt. The patient had to go back to surgery on (B)(6) 2026 for removal of distal portion of jackson pratt drain approximately 8 inches.